Event description:
It was reported during implant procedure the lead had shown high impedance and failure to sense. The physician had placed the lead in multiple positions without success. A new lead was implanted and the patient was in stable condition post procedure.

Manufacturer narrative:
Final analysis concluded that the damage found was sustained during the surgical procedure. No other anomalies were noted.